Event description:
The customer reported that during use of this drill in oral surgery, the device became hot toward the end of the procedure. The user completed the surgery with this handpiece without injury or surgical delay.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for evaluation and confirmed the reported problem. During testing, the unit overheated related to cast stator failure. The bur guard in use at the time of this event was not received for evaluation. The handpiece instruction manual provides the following information: prior to use/testing, ensure all attachments and accessories are correctly attached to the handpiece. Performance test prior to use: operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise, excessive vibration, the drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: use of a drill not functioning properly can result in injury to the patient or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operation room personnel. The service interval for this handpiece and associated bur guards is every 6 months.